Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance.

Event description:
It was reported that the battery/reamer drill device had an undetermined malfunction. During service and evaluation, it was determined that the device had a sticky trigger and would not run. It was further determined that the device failed pretest for check for sticky trigger. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.